Event description:
It was reported by the customer before use that the cable for cardiosave intra-aortic balloon pump (iabp) was defective. There was no patient involved and no harm reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.